Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not used the device for 14 years, since 2002. She states that one day she began hearing intermittently and then stopped hearing altogether.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. The investigation results appear to match the problems mentioned in the patient report. Additionally, the active electrode shows damage likely to have been caused by minute device mobility over time. According to the received information, 3 electrode channels were outside of the cochlea at implantation due to ossification caused by previous meningitis and only 4 channels were inside the cochlea as per imaging at explantation. However, since the patient has not been using the device for several years and there are no in-situ measurements available, it cannot be determined if this has contributed to the reason for explantation. This is a final report.

Event description:
The patient has not used the device for approximately 3 years. She states that one day she began hearing intermittently and then stopped hearing altogether. There is no history of trauma, accident or changes in health. The audio processor was found to be broken. The patient has been re-implanted.